Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). After pre-dilatation was performed with a 2.5x15 emerge balloon catheter, a 38 x 3.00 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion; despite several attempts were made. The device was removed and upon inspection outside patient's body, it was noted that the stent struts were lifted. The procedure was completed with another 38 x 3.00 promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).